Event description:
It was reported that the pump displays "check syringe plunger sensor." No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
H3, h6 - updated. One device was received for investigation with the top case, right plunger case and battery door cracked. The device was functionally tested and was able to duplicate the reported complaint. The flippers of the left plunger case were not operating as intended as they were getting stuck intermittently. The left plunger case and all the plastic parts inside were replaced and functioned properly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6 - health effects - health impact.